Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedlydiscarded. Investigation is not yet complete. A follow-up report will besubmitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was completed with one proglide device using the pre-close technique via a 6f sheath prior to an atrial fibrillation cryoablation procedure. The sheath was upsized to a 15f and the interventional procedure was completed. Hemostasis was not achieved with the pre-placed proglide sutures of the one proglide. Another proglide was deployed; however, hemostasis was not achieved as there was still pulsatile bleeding. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.